Manufacturer narrative:
(B)(4) health effect clinical code - 4581 appropriate code/ term not available ¿ the sensation that something was lodged within her.

Event description:
It was reported that wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that on the day of the event, the patient was going to replace the sensor, when she noted the sensor wire was missing. The patient tried to remove the sensor wire that was left in the abdomen but was not able to. The patient experienced discomfort had redness on the area and felt that a foreign body was inside her. The next day she contacted her doctor, and even though no diagnostic testing was reported, the patient was scheduled for surgery that would take place in a couple of days. The day of the surgery the region had become infected, and puss was visible. They first tried to squeeze it out, but as this did not work, the insertion site was cut open, and to remove the sensor wire. The patient was given bactrim antibiotics 500 mg twice a day which she took for 7 days. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.